Event description:
It has been reported to philips that the flexvision computer (pc) monitor does not turn on. The device was not in clinical use. No patient harm reported. A philips field service engineer (fse) visited the site and confirmed the device would not turn on. The fse determined the flexvision pc needed to be replaced. After replacing the flexvision pc and reloading the operating system and software, the device was returned to expected functionality.